Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer sates the pump alarmed for unexpected restart and compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 45mg/dl. The customer states they did not want to do anything to raise their levels too much. The customer's most current level was 134mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.